Manufacturer narrative:
(B)(4) relates to (B)(4) for the issue of stent slightly torn. A visual evaluation of the returned device revealed, the stent was loaded on the delivery system via suture. The suture was tensed/twisted/wrapped around the proximal barb of the stent. A functional evaluation revealed the guide catheter could not be retracted due to resistance and the stent could not be deployed. The proximal barb of the stent was slightly torn. The guide catheter was stretched near the proximal end and stuck on a non bsc guidewire. There was no damage to the push catheter. The condition of the returned device indicated the customer did not completely retract the guidewire into the endoscope prior to deployment of stent as per the directions for use (dfu). Based on the condition of the device and the details of the event, the most probable root cause for this complaint is use error. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient weighing (B)(6). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter stretched, kinked, and the stent would not deploy. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; the proximal barb of the stent was slightly torn.